Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range is unknown. (B)(6) 2015 inratio inr = 1.6; laboratory inr = 3.1. (B)(6) 2015 inratio inr = 4.8; laboratory inr = 4.1. (B)(6) 2015 inratio inr = 2.2; laboratory inr = 3.2. (B)(6) 2015 inratio inr = 1.4; laboratory inr = 2.1. No reported adverse patient sequela.